Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's spouse contacted boston scientific technical services ((B)(6)) reporting that her husband passed away in late (B)(6) 2015 due to an infection. She stated that if the physician had not changed his device out, her husband would not have died. Boston scientific has no prior record that the system was explanted.